Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. The lead was capped and replaced on 14 aug 2023. The patient was discharged with no reports of adverse consequences.